Manufacturer narrative:
Technician found that the head up/down valve solenoid was bad. Replaced the head down value to resolve this issue. Bed was located in biomed area.

Event description:
Complaint alleged that the head section drifted over the weekend. No report of injury.